Event description:
The customer stated that when she opened a new carton of test strips, the cap on the bottle of strips was open. She also performed a control test and received a result of 175 mg/dl. The normal control range was not provided, but should have been around 88-135 mg/dl. The customer did not allege any advere events. The test strips are to be returned for evaluation, and replacement strips will be sent.